Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined there was a power converter failure on s/n (B)(4). On 3/24 replaced charger enclosure and power converter enclosure. Chargers would not charge the batteries, low voltage lockout. Batteries were replaced on 3/25. Chargers not in lock out, charging batteries, system would not power up. Found two blown fuses in the ias power tray. Replaced fuses with fuses from the replaced battery trays, 10a 250v fuses. The system still would not power up. Found 400 vdc was going into the power conversion enclosure on j1 but not coming out on j2. Resetting the system fixed the issue. System booted to 2d screen. Could not open the door. The door still would not function correctly. Found the geared door rail for the rotor was not in the correct position. Corrected the issue. Door working correctly. Completed 20 cm calibration. Other relevant device(s) are: product ID: bi71000162, serial/lot #: (B)(4). Product ID: bi71000163, serial/lot #: (B)(4). Product ID: bi71000176, serial/lot #: (B)(4). Product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer received information regarding an imaging system. It was reported outside of a procedure that there was no charge to the batteries or charger boards. Per case comment the system is used exclusively for training and is non-clinical. No patient was present at the time of the event.